Event description:
On (B)(6) 2024, a patient underwent an infusion port placement procedure using the MRI powerport isp. On (B)(6) 2025, sometimes post port placement, it was reported that the patient allegedly experienced neck swelling while flushed with normal saline before chemotherapy and the catheter rupture was suspected. On 13-jan-2025, the catheter was removed it was further reported that the catheter was allegedly found to be damaged at 10cmof the catheter. Reportedly, the catheter was allegedly found leak and extravasation. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a infusion port placement procedure using the MRI powerport isp. On (B)(6) 2025, sometimes post port placement, it was reported that the patient allegedly experienced neck swelling while flushed with normal saline before chemotherapy and the catheter rupture was suspected. On (B)(6) 2025, the catheter was removed it was further reported that the catheter was allegedly found to be damaged at 10cmof the catheter. Reportedly, the catheter was allegedly found leak and extravasation. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation. However, one electronic photo was provided for review. The photo show one power port attached with catheter which was kept inside the polythene bag. No anomalies were noted. The investigation is inconclusive for the reported fracture, leak, difficult to flush issues as the provided photo was not sufficient to confirm the reported issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labelling or use related issue, a labelling review is not required. B3, b5, g3, h6 (method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.